Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing episodes which inhibited therapy. The implantable cardioverter defibrillator was over-sensing the pacing spike from the implanted competitor pacemaker. Also, it was noted that the frequency of nsrvo episodes was high. Programming changes were discussed. No interventions were reported at this time. There were no consequences to the patient.